Manufacturer narrative:
Therefore the 7 french sheath was advanced over the filter capture device and positioned at the ostium of the internal carotid artery stent. With this maneuver, the filter was then withdrawn through the stent and capture at the proximal edge of the left internal carotid artery stent. Upon filter retrieval, there was no debris. Final angiography demonstrated 40% residual stenosis in the left internal carotid artery. There was no dissection or residual thrombus. During the removal of the angioguard device, the pt developed transient aphasia which was likely related to slow flow from prolonged filter deployment. Within 5 minutes of filter removal, the pt developed complete resolution of all neurologic symptoms and was back to baseline with a nonfocal neurlogic exam. Medical personnel determined the event unrelated to cordis devices and related to the procedure. Pt was discharged in 2007. A 30-day follow-up was made demonstrating normal neurological eval. This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.

Event description:
Report received indicated that during angioplasty to the distal left internal carotid artery, there was device withdrawal difficulty. Additionally, during the procedure, the pt experienced aphasia. The onset was sudden and the pt recovered from the event without further deficit. The pt was enrolled in the sapphire study and angioplasty was being performed. The internal carotid distal artery was the target lesion measuring 6mm in reference diameter and 40 mm in length with 70% stenosis. The lesion was eccentric and ulcerated with mild calcification and moderated tortuosity. The pt is symptomatic and the lesion was predilated. The angioguard was advance, and successfully deployed. The left internal carotid artery was successfully treated with a 9x30 precise stent. After deployment of the stent, there appeared to be severe difficulty encountered passing any catheter through the proximal edge of the left internal carotid artery stent. This was likely related to wire bias. Despite multiple various catheters and different techniques a catheter could not be passed through the internal carotid artery stent.